Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis that was manifested by abdominal pain. The patient also experienced cloudy effluent the day after the onset. The cause was not reported. On the same day as the onset, the patient was hospitalized. The patient was treated with cefazolin (intraperitoneal, dose and frequency not reported) for peritonitis. Six days from the date of onset, the patient was discharged from the hospital. At the time of this report, the patient was resolving and treatment was ongoing. Pd therapy was ongoing. No additional information was available.